Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and seizure ('seizures') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 1, ectopic pregnancy (2 ectopic pregnancies), miscarriage, pelvic pain, seizure, salpingectomy, pap smear abnormal, sexually transmitted disease, anemia, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), pelvic pain ("severe pain"), menstruation irregular ("irregular menses"), amnesia ("memory loss") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the seizure, fatigue, migraine, headache, weight increased, pelvic pain, menstruation irregular, amnesia and feeling abnormal outcome was unknown. The reporter considered amnesia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, seizure and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), essure removal date (B)(6) 2011 (discrepancy noted as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new events severe pain dyspareunia, irregular menses, memory loss, brain fog were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and seizure ('seizures') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, menorrhagia and dyspareunia had resolved and the seizure, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, seizure and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). 'Quality-safety evaluation of "'ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, seizures, weight gain. Outcome of dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.